Event description:
A doctor alleged while performing root canals on three patients, the k3 files broke and are irretrievable. This is third of the three reports.

Manufacturer narrative:
The doctor's office was contacted to get additional information. The doctor's assistant confirmed that the doctor will attempt to retrieve the broken files of all three patients in their next appointments. The products specifically used in these incidents were not returned; therefore, no evaluation could be conducted.